Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. The vessel morphology and aortic neck diameter is not known for the implant. It was reported that the pt returned for a routine f/u appointment and an endoleak was discovered. The pt had a type ii endoleak that was resolved by coiling one of the internal iliac vessels. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): eval, results: endoleak. Type 2 endoleak. Eval codes, conclusions: type 2 endoleak.